Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), after the device was charged to 200 joules and discharged, a spark was seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from a retained sample of the same lot number 1623d were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No clinical data or pictures were provided for review. It is noteworthy to mention electrode labeling calls out the importance of good placement on the patient and provide instructions for proper electrode application technique. Poor adherence and /or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation is an expected outcome. Analysis of reports of this type has not identified an increase in trend.